Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s touchscreen became partially unresponsive on the left side after unlock, preventing interaction with the on-screen menu, and a replacement unit was arranged; the user reverted to multiple daily injections after difficulty connecting the ilet to the cgm sensor and subsequent loss of screen responsiveness. Symptoms included hyperglycemia with a peak blood glucose of 360 mg/dl and system alerts for sustained glucose above 300 mg/dl, without loss of consciousness, dka, or other acute complications. Outcomes included temporary interruption of automated insulin delivery and user transition to back-up therapy until glucose returned toward a normal range, without emergency care or hospitalization. Investigation included customer service troubleshooting and device replacement logistics with instructions on data handling and return. Investigation of this device revealed a touchscreen functionality failure consistent with a hardware display/input issue affecting the user interface, with no evidence of injury beyond transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display assembly.